Event description:
According to a remaster sae form, it was reported that the patient experienced right lower extremity weakness after their litt procedure on (B)(6) 2022. Interventions included medication, physical therapy, and steroids. The patient's hospital admission was lengthened by several days due to inpatient rehab and was discharged on (b)(60 2022. The motor deficit continued to be ongoing until the time of the study exit, lasting more than 30 days.

Manufacturer narrative:
Motor deficits, weakness, and paralysis are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.